Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: Android / Android_Galaxy Note20 Ultra 5G / 2.8 / Android 16.